Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during the removal process causing a tear in the anastomosis. The surgeon repaired the tear and re-sutured the site where the damage had occurred. No additional pt complications were reported by the hosp.